Event description:
Customer called to report the pump had an error alarm and it could not be cleared by pressing the buttons. Also stated the device appeared to have water and moisture under the screen. Troubleshooting was performed. Customer noted the unit had missing segments and she was not able to read properly.